Event description:
Patient called in to report that the charging station is no longer charging either battery despite troubleshooting. Neither battery has any charge currently. The inability to fully boot up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
This file was originally submitted on 10/01/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned charger passed test but failed inspection for cable clamp broken unrelated to the reported issue. The charger performed as intended. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. There is no indication of a product malfunction. Will continue to trend for future occurrences.